Event description:
A malfunction alarm, identified by code malf 12, was reported, prompting tandem technical support (cts) to assist the customer. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.